Event description:
It was reported that the customer experienced an issue with the touchscreen responsiveness of their pump, as the screen was frozen and not responding to input. There was no reported impact on the customer¿s blood glucose level. Technical support provided information to reset the pump, and the customer successfully performed the reset, allowing them to interact with the screen again.